Manufacturer narrative:
Investigation summary: a complaint of a set leaking from a hole was received from the customer. Photos of the sample were provided for investigation. In these photos, the effected area can be seen, however the hole causing the leakage cannot be seen. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged and leaked calcium chloride onto the floor during the infusion. The following information was provided by the initial reporter: "rn observed fluid on floor in patient's room below pump. Found IV tubing to be leaking from section of tubing that is inside channel. The infusing medication was cacl that was running with crrt. A new bag was primed with new tubing and administered through a different channel in the alaris pump. Calcium level was checked and remained wdl. Leaking tubing and channel was removed intact"